Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Motor control board- encoder failure. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: 8100 sn: (B)(4) customer was getting error code 242.4030 and wanted to know what causes this error. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: I explain to the customer that he needed to replace the either the air in line sensor or the pinion gear. I asked the customer that do he hear any movement when he opens the door. The customer stated yes. That's when I confirm to him that he needed to replace them two parts in order to clear the error code. The customer said ok, that he would change it and said thank you and ended the call. (B)(4).